Event description:
Additional information was received that a revision procedure was performed. The device was electively explanted due to normal battery depletion. The rv lead was explanted due to noise. No adverse patient effects were reported during the procedure.

Event description:
The lead was returned to allow for reliability analysis.

Event description:
Additional information was received that a revision procedure was performed. The device was electively explanted due to normal battery depletion. The rv lead was explanted due to noise. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The lead was returned severed, in four segments. The terminal segment was 130mm, the midbody segment, including the trilument insulation and two dbs cables was 32mm. The midbody segment and the rate/sense (-) conductor coil was 30mm, with one coil severed and two stretched and extended to approximately 45mm. The tip segment was 462mm, with the extracting stylet returned stuck in this segment. All filars on all the segments appear to be cut. The rate/sense (-) insulation appeared to be bunched in several placed. The distal end of the proximal spring electrode was separated from the lead body insulation, medical adhesive was noted and body tissue was noted in this area as well. The proximal end of the distal spring electrode was separated from the lead body insulation, medical adhesive was noted. Dried body fluid was noted in the helix housing. Further electrical testing confirmed that, with manipulation, the lead segments were found to be electrically continuous.